Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Report 1 of 2, see 1920664-2018-00069.

Event description:
The user facility in (B)(6) reported that the vitrectomy cutter was not cutting. It was replaced with a new one and the surgery was completed with no report of patient injury.